Event description:
A report was received that following a lead revision, the pt is experiencing charging difficulty. A bsn representative analyzed the pt's database and confirmed premature battery depletion. An ipg replacement has been recommended.